Manufacturer narrative:
Prior to the event, tp qc results were within range; however, qc results were low after the event. A troubleshooting done by the customer with hotline assistance indicated that the wash restrictor was clogged which was corrected by the bci field service engineer (fse). The samples were repeated for tp. No other chemistry results were affected in this event. Upon recur, the hardware failures could cause erroneous results on any or all cartridge chemistries (cc), including pivotal chemistries. Treatment could be initiated or withheld based on the erroneous results of pivotal chemistries that may cause or contribute to serious injury to the patient. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein (tp) results generated by the unicel dxc 600 pro synchron clinical systems for two (2) patients. The erroneous results were reported out of the lab. The specimens were re-tested and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.